Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a leak from access post-pump pod. The reported condition was verified. The cause of the condition was determined to be supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the pressure sensor of a prismaflex m60 set during continuous renal replacement therapy with a prismaflex machine. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.